Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated glucose readings reported at 400 mg/dl and an occlusion alert while using an ilet system with a contact detach steel infusion set, which was resolved only after a full supply change, indicating an obstruction of flow associated with the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow localized to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.